Event description:
(B)(4). After implantation, I started not feeling well, fatigue, swelling in face, hands, feet, diagnosed with chronic sinusitis, allergies, bad menstrual cramps, excessive menstrual bleeding, stabbing pain on my sides (ovaries), gerd.